Event description:
As reported, during use in patient with this ev1000a, the cardiac index (ci) was lower (2 l/min/m2) than expected (around 2.5-4 l/min/m2) and the stroke volume variation (svv) was higher (29%) than expected (around 10-15%) after a 3000ml fluid infusion, according to blood pressure values (109/66 (77)) and clinical experience. There was no information regarding the fluid administered. A flotrac was used to obtain the readings. As per customer, the patient was not treated according to the ci and svv displayed after the initial fluid administration. There was no further information available. There was no allegation of patient injury. Follow-up has started for device return.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
The ev1000a monitor was not received at our technical service center for a full evaluation based on the current covid situation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Based on further investigation completed by the engineers, a potential root cause could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.